Event description:
Inappropriate shock delivery, oversensing and fracture of the pace / sense portion of the lead was reported. The lead was replaced. No further patient complications have been reported as a result of this event.